Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the up/down keypad buttons were intermittently responding to user inputs, ok/contrast keypad buttons required excessive force to activate during testing. The ok/contrast key contacts were inverted, the up/down key contacts became inverted during testing and there was evidence of contamination under the key contacts.

Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.